Manufacturer narrative:
(B)(4). An investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a product safety review. The customer replaced the sample probe and the r1 probe to resolve the falsely elevated magnesium results. Tracking and trending did not identify an adverse trend in conjunction with the complaint issue. Product labeling adequately addresses probably causes of erratic results and provides instructions replacing probes. Based on the investigation, no product issue was identified for falsely elevated magnesium results on the architect c8000 analyzer.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result of >3.9 mmol/l. The patient sample was repeated on another architect analyzer and results of 0.64 mmol/l and 0.71 mmol/l were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.